Manufacturer narrative:
See MFR: 3012307300-2017-01701 and 3012307300-2017-01702 (same patient).

Event description:
It was reported that shortly after a bolus, the patient encountered an occlusion alarm (alarm number in pump history: 26) during use of a cleo® 90 infusion set. It was also noted that the cannula of the set was bent. Through troubleshooting with the distributor, it was determined that the blockage was likely located at the site. The patient's blood glucose levels were 247mg/dl at the time of the event. To address the high blood glucose levels, the patient was going to deliver a bolus and "had backup if necessary". The patient did not test for ketones. No permanent injury was reported.